Event description:
Dialysis 12/20/97-some stomach discomfort with post dialysis n/v. Pre-dialysis 12/22/97. Pt with n/v, large weight loss, weakness, ruddy complexion. Pt admitted to hosp-liver function tests abnormal. Decreased hematocrit. Haptoglobin abnormal-diagnosis was acute hemolysis and pancreatitis, received blood transfusion.